Manufacturer narrative:
Additional information: according to the currently available information, it seems that damage to the active electrode, as might be caused by an external mechanical impact appears likely. To determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
Device malfunction. No trauma has been reported. Re-implantation is considered, but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device malfunction. No trauma has been reported. Re-implantation is considered.

Event description:
Device malfunction. No trauma has been reported. The device has been explanted.

Manufacturer narrative:
Additional information: according to the currently available information, it seems that damage to the active electrode, as might be caused by an external mechanical impact appears likely. To determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. Other mechanical damages found are attributable to the removal surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Device malfunction. No trauma has been reported. The device has been explanted.